Manufacturer narrative:
A ge service rep instructed the customer over the phone how to manually register the system prior to a case. However, the customer was unable to complete registration, and the case was not performed using this system. A request for an in-service will be scheduled. No further info is available.

Event description:
The customer reported that the system's auto registration would not work, and the system would not boot. No pt injury was reported.